Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/10/2018, that on (B)(6) 2018, the sensor did not last 10 days. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.